Manufacturer narrative:
Device analysis: the product was returned to boston scientific for analysis. Returned product consisted of a embold fibered coil system. No introducer sheath was received. Visual examination revealed the coil was stretched and detached, with only a partial coil received. Perforations were intact. Microscopic examination of the device revealed a partial coil that was stretched and detached from the distal coupler weld with a bent proximal coupler. The complaint was confirmed for issues due to coil damage.

Event description:
It was reported that additional intervention was required to retrieve the coil. An embold fibered detachable coil system was selected for use in a renal embolization procedure. The target vessel was reported to be mildly tortuous. During the procedure, there was difficulty experienced both advancing the coil within the microcatheter and withdrawing from the microcatheter. Although the proximal release mechanism was not broken, the coil stretched and deployed within the patient prematurely. As a result, a snare was used to remove the coil from the patient. The procedure was successfully completed using an alternate embolization device. There were no patient complications as a result of the intervention.